Event description:
It was reported that after implant a drop in impedance and an increase in thresholds were noticed on the atrial lead. An echocardiogram revealed a micro perforation, and intermittent loss of capture was further observed. The lead was repositioned and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.